Event description:
Emt's, responding to a person described as down for many hours and apparently following local protocol, connected the device to the body and pressed the "analyze" button. According to the reporter, the device alarmed "connect electrodes" then "shock advised." The charge was removed. The emt's allege the device charged and advised a shock inappropriately.